Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the both response buttons were not functional. The cause for the failure was that both response button switches were damaged. The root cause of the damaged switch cannot be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.